Event description:
When there was first sign of failing kidneys in a critically ill patient, a urine evaluation for microscopic and culture and sensitivity was ordered by electronic clicking of the appropriate order set selection to accomplish the task. Three days later, there were not any results. We learned that the order never reached the intended health care team member who was charged with the responsibility of collecting the urine from a foley catheter system. If it had reached this section of the care team, the screen of the order was missed or appeared meaningfully misleading to a competent and experienced health care professional. The electronic ordering system of all such electronic ordering medical instruments has not any reconciliation mechanism to determine if any order was executed and if there was a result. The kidneys continued to fail, the lungs filled with fluid, mental status deteriorated to delirium by the time the urine was collected and sent to the microbiology lab. Three days after that, and with further deterioration of kidneys and other organs, it became known that there was (B)(6) colony count of a virulent bacteria with sensitivities published. The patient has undergone kidney dialysis. That there were (B)(6) colonies growing in the urine which was not posted on the emr lab section after two days indicates further dysfunction of the electronic instruments directing the work flow of care of this case. If it was posted, it was missed. If it was posted, no health care team member received any indication that new results had been sent to the emr. In a busy unit with critically ill patients, there is little time to continually have to scroll through user unfriendly, disorganized and ill designed grids of data to find what is new. We believe that the system is dangerous and should not be permitted to be used in the care of patients.